Event description:
It was reported by the field service center that the ventilator's turbine did not rotate. It is unknown if there was an audible alarm or if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na